Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the up button was under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no serious injury associated with the complaint.

Manufacturer narrative:
Follow-up #1: date of submission 28-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 21-feb-2018 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. During testing, the ok keypad button was found to be unresponsive. All other keypad buttons responded appropriately. The keypad cover was removed and a crack was found in the dome contact. Unrelated to the complaint, investigation revealed multiple cracks in the battery compartment.